Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 on the main was not detected on bus and was not recoverable. The field service engineer (fse) identified that top-right light emitting diode (led) was flashing slowly, indicating a communication hang between the bus module and the drawer controller board. The station was shut down, cable connections were reseated, and the system was rebooted. Normal operation was restored after startup. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station br-l2sd drawer 3.1 failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.